Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 was failed. The field service engineer instructed customer to check user template settings on es server. No issues found with drawer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 2.1 failed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.